Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 because the reservoir was pressed, pushed or adjusted while connected at the time of the incident. The blood glucose level was low and the patient treated the event by consuming sweets. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: (B)(6).